Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. No alert screens could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No missing. Just fell off from the clamp arm. It is unknown if it was recovered. No further information will be available what efforts were made to locate the tissue pad during the procedure? No further information will be available. ? Was this procedure converted to an open procedure? Whether the procedure had been converted or not has not been reported. The procedure is unknown. No further information will be available. ? Are there any plans to locate the piece?? No further information will be available. ? Was there any change in the patient care as a result of this event? There were no adverse consequences to the patient. No further information will be available. ? What is the current patient status? No further information will be provided." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an unknown procedure, an unknown error occurred after the device was used for 30 minutes. The tissue pad fell off the clamp arm. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.